Event description:
Customer alleged that pump did not pass flow accuracy test. It under infused by 6.5% based on a rate of 125 ml/hr. There was no dosage provided.

Manufacturer narrative:
Volumetric accuracy tests were performed and found that pump delivered without +/- 5% spec. Pump's finger mechanism were replaced and pump was recalibrated to resolve the issue.